Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The patient stated in (B)(6) 2019, she reported that she had been vomiting blood and then she received a signal loss message. During the signal loss, she lost consciousness, emergency medical services (ems) was called, and she was transported to the hospital. She was admitted to the hospital with a blood glucose (bg) over 800 mg/dl, was treated with novolog and was discharged 4 ¿ 5 days later after her blood glucose stabilized. She was unconscious for over 24-hours and sustained memory loss. At the time of contact, the patient had recovered. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing were performed and passed. Functional testing was performed and passed. Pairing test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found.